Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in an adult female patient who had essure (batch no. (M0058603000, ml0001913)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for confirmation test". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("anxiety\ mental anguish"), depression ("depression"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain pelvic area"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with butalbital;caffeine;paracetamol (fioricet), hydroxyzine, nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dyspareunia, fallopian tube perforation, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: update of information (batch is invalid). Fu 3 and 4 processed together. On 6-feb-2020: medical records received: reporters, patients date of birth were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in an adult female patient who had essure (batch no. M0058603000, ml0001913 notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for confirmation test". On (B)(6) 2012, the patient had essure inserted. In june 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("anxiety\ mental anguish"), depression ("depression"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain pelvic area"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with butalbital; caffeine; paracetamol (fioricet), hydroxyzine, nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dyspareunia, fallopian tube perforation, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Lot numbers reported m0058603000 and ml0001913 are not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-mar-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in an adult female patient who had essure (batch no. M0058603000,ml0001913notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for confirmation test". On (B)(6) 2012, the patient had essure inserted. In june 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("anxiety\ mental anguish"), depression ("depression"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain pelvic area"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with butalbital;caffeine;paracetamol (fioricet), hydroxyzine, nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, anxiety, depression, migraine and dyspareunia outcome was unknown and the vaginal haemorrhage, menorrhagia and pelvic pain had resolved. The reporter considered anxiety, depression, dyspareunia, fallopian tube perforation, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: treatment received perforation. Discripancy noted as insertion date :(B)(6) 2012. Lot numbers reported m0058603000 and ml0001913 are not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome of previously added events pelvic pain and menorrhagia, abnormal bleeding(vaginal), were updated to recovered/resolved. Insertion date updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in a female patient who had essure (batch no. M0058603000, ml0001913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for confirmation test". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("anxiety\ mental anguish"), depression ("depression"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain pelvic area"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with butalbital;caffeine;paracetamol (fioricet), hydroxyzine, nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dyspareunia, fallopian tube perforation, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: pfs received: reporters were added. Patients demographic was added. Lot no. Was added. Case become incident, injury nos was replaced with abnormal bleeding (vaginal) & new events- abnormal bleeding(menorrhagia), anxiety, depression, migraines / headaches, dyspareunia, perforation (fallopian tube), pelvic pain, device monitoring procedure not performed were added. Treatment drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.